Manufacturer narrative:
Event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000136900.

Event description:
It was reported that the patient was experiencing high impedance on one of their leads. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's impeded lead was explanted, replaced, and therapy was restored.

Manufacturer narrative:
A patient experiencing high impedance was reported to abbott. The patient¿s lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.